Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2009 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2009. Model number/catalog number: sc-2108-50m, serial number: (B)(4), batch/lot number: 11041/15224/15283, model/catalog description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also reported that the patients white blood cell count was down due to patients body rejecting the spinal cord stimulator implant. The patient underwent an explant procedure. No further information can be obtained.